Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the unit involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the reported issue. The instrument was found to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. The instrument was found to have a broken grip cable at the distal idler pulley. The distal idler pulley spun freely and did not exhibit any damage. The customer reported complaint does not itself constitute an MDR reportable event; however, the broken pitch cable found during failure analysis could cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during a da vinci-assisted splenectomy procedure, the large hem-o-lok clip applier cables were found broken at the wrist of the instrument. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) obtained the following information about the complaint: there was no patient harm, nothing fell into the patient and no additional anesthesia was administered.